Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrector did not cut during a vitrectomy procedure. The status of the aspiration function was not provided. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. One complaint sample was returned for evaluation. An actuation test was performed and it was deemed nonconforming; no movement of the cutter was observed. A cut test was performed and it was deemed nonconforming; no movement of the cutter was observed. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The extension was able to be pulled out of the coupling. The root cause of the nonconforming actuation and cutting could be attributed to the separation of components within the probe. It appears that after approximately 5 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. (B)(4).